Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional stent grafting procedure. Reportedly, the first suture was successfully pre-placed at 11 o'clock direction, and the angle was kept at 45 degrees and an attempt was made to pre-place the second suture at 13 o'clock direction, however a cuff miss occurred as the suture was not attached when the plunger was removed. Thus, a guidewire was reinserted and a new prostyle device was successfully pre-placed. The sheath was upsized to 20f, and the procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.